Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 320 to 500 mg/dl. Insulin injections were used to address the bg level. The cause of the past occlusion could not be determined as the supplies had been changed. A system check was performed using the current supplies and the pump was found to be functioning as expected and the cannula showed no damage. The customer changed the cartridge and resumed insulin delivery.